Manufacturer narrative:
Additional information reported that the patient died one day following the implant of this valve. The physician reported that the procedure was performed emergently and that the patient was very unstable, with a low ejection fraction and a low blood pressure. The physician did not believe that the valve or the dcs caused or contributed to the patient¿s death. No autopsy was performed. Date of death = (B)(6) 2018. Other relevant device(s) are: product ID: enveor-n-us, serial/lot #: (B)(4), ubd: 2018-11-17, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. The main component of the system;other relevant device(s) are: product ID: enveor-n-us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was deployed. During the withdrawal of the dcs, the nose cone caught on the edge of the valve, causing the valve to dislodge. A second transcatheter bioprosthetic valve was successfully deployed. Subsequently, the blood pressure dropped and cardiopulmonary resuscitation (CPR) was performed. The pressure did not return, and the patient died on an unknown date.